Event description:
It was reported that there was high impedance, oversensing and an apparent lead fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the outer tubing overlay melted, the outer insulation had cosmetic environmental stress cracking, there was a white substance on the outer insulation, the outer insulation had a cosmetic depression and there was apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.